Manufacturer narrative:
Exact date unknown, event occurred in (B)(6). Explant date: procedure happened in (B)(6). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 14305198.

Event description:
It was reported that the patient underwent a system explant procedure due to inadequate pain relief and undesired stimulation in the non target area. No further information has been obtained despite good faith efforts.